Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced pre use occlusion at infusion set level as there are no drops of insulin observed at the end of the tubing after filling the tube event on (B)(6) 2026. Due to the event, patient¿s blood glucose level was 394 mg/dl and was treated with correction injection via multiple daily injections.